Event description:
The following has been reported: biomed reported: we have 4 pumps that need evaluation all these pumps stopped infusions. Waiting for confirmation of no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The complaint could not be confirmed. Device was returned for sticky pins. During provisioning, it was noted pins had no damage or drag. A mock infusion was successfully performed. The device was opened and an internal investigation found no signs of damage nor contamination of the fva pins. A subsequent mock infusion was performed and passed.